Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during a system exchange procedure in the operation room. The lead was explanted and replaced on the opposite side. The asymptomatic patient was stable post procedure and will continue to be monitored.

Manufacturer narrative:
A partial lead with the lead tip measuring 49.5cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 8.0-10.4cm and 18.5-20.7cm from the distal tip. Internal insulation abrasion was noted at 9.5-10.6cm, 11.3-12.7cm, and 12.4-14.0cm from the distal tip. The etfe coating was intact at these locations.